Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 300 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit and insulin pump alarmed no delivery. Customer was instructed to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit and there is greater resistance with plunger push. Customer was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.